Event description:
The patient reported that the lead was "faulty" and "defective", and that he received more than 13 shocks which were painful. The patient also reported that he had bleeding problems during the lead replacement surgery and about two weeks later, he started bleeding from the surgical wound again. He stated he has physically deteriorated further, with great difficulty breathing, increased fatigue, trouble sleeping, and that he has constant anxiety. The patient further experienced "pain and suffering", stated that his energy level dropped 20 to 30 percent, and that he had received 16 shocks. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that the lead was "faulty" and "defective", and that he received more than 13 shocks which were painful. The patient also reported that he had bleeding problems during the lead replacement surgery and about two weeks later, he started bleeding from the surgical wound again. He stated he has physically deteriorated further, with great difficulty breathing, increased fatigue, trouble sleeping, and that he has constant anxiety. The patient further experienced "pain and suffering", stated that his energy level dropped 20 to 30 percent, and that he had received 16 shocks. It was further reported that an allegation from an attorney indicated the patient is deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.